Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced high blood glucose. The customer¿s blood glucose level was high 400 mg/dl, 375 mg/dl, 255 mg/dl and low 60 mg/dl. The customer reported that they were having low blood glucose, but now they have high blood glucose. The customer was treated with the insulin pump and manual injection. The customer declined troubleshooting for high and low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose the product will not be returned for analysis.